Manufacturer narrative:
Visual inspection has confirmed the device is fractured. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. Because the lot number was not provided a DHR cannot be effected. Based on the investigation results, no technical root cause can be determined. No results or conclusion can be drawn.

Event description:
The doctor reports that the abutment screw has fractured while the prosthesis was in place.